Manufacturer narrative:
(B)(4). Device manufacture dates: march 19, 2013 - march 20, 2013. The device was returned for evaluation. Visual inspection and functional leak testing did not identify any abnormalities that could have contributed to the reported condition. The initial evaluation did not confirm the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an sv 2.5 infusor leaked. This occurred after filling of the device. There was no patient involvement. No additional information is available.